Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer dropped the inpen and it was broken. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. The customer reported that the dose knob or dial was difficult to turn and could not screw the needle in. No further patient complications were reported. The customer will discontinue the use of the inpen and revert to a backup plan per healthcare professional instructions. Mmt-105elgyna was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Investigation findings: 862, investigation conclusions: 57. Investigation findings: 424, investigation conclusions: 2306. Investigation findings: 3194, investigation conclusions: 140. Per visual inspection: missing front cap shell, cracked cartridge holder, dose knob anomaly, injection button doesn't dispense insulin and dose dial indicator fading/worn off. Inpen paired to the commercial app with a small dose. Inpen received with leadscrew fully rewind of travel. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Unable to confirmed front cap investigation due to inpen was received with missing front cap shell. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Unable to confirmed dialing alignment due to dose knob anomaly. Unable to screw needle in place due to cracks around cartridge holder. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.